Event description:
It was reported that there were telemetry issues. Both pt programmers showed only the 9v battery light. The physician programmer showed a "telemetry failure" message. The stimulator had been replaced 6 months prior. Program settings and impedances were unk. The MFR's device registration system indicated the device was explanted. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.